Event description:
Followup with the clinic indicates the patient¿s medication was increased in response to the pvc¿s and lower heart rate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 305c225 tissue valve (B)(6) 2011, np53 competitor implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was reported by the patient that they have been having premature ventricular contractions (pvc's) and that when checked manually their heart rate is 40 beats per minute and the device is set at 60. The device is still in use. No patient complications have been reported as a result of this event.